Manufacturer narrative:
A specific root cause could not be identified. The issue may be due to the handling of the sample but this could not be confirmed as additional information for further investigation was requested but was not provided. No sample material was available for investigation. It was also noted the calibration signals were low. Maintenance steps were recommended.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of a (B)(6) result for 1 patient sample tested for hepatitis b surface antigen (hbsag). The results were reported outside of the laboratory. The initial hbsag result was (B)(6). This result did not match the patient's history. The patient's last hbsag result from (B)(6) 2015 was (B)(6). The sample was re-centrifuged and repeated with an hbsag result of (B)(6). Both the initial and repeat results were reported outside of the laboratory. No adverse event occurred. The cobas e 411 analyzer serial number was (B)(4).